Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to get any green lights on the telemetry portion during manual transmission. Troubleshooting steps were taken to no avail. The patient was referred to device clinic for follow up. This would rule out any potential device concerns. The monitor remains in use. The implanted device remains in use. No patient complications have been reported as a result of this event.